Event description:
A cbc with diff was performed on (B)(6) 2013. Analysis was on the advia 2120. The analyzer flagged 3+ for left shift, 1+ for blasts, and 1+ for atypicals with a slightly elevated luc of 6.8%. A slide was made with the automated slidemaker/stainer. There were greater than 60% blasts on a peripheral smear on (B)(6) 2013. Under the scope, wbc estimate was correct (11.6), plt estimate was correct (205) and the rbc's correlated with a rbc of 4.44 and a hgb of 12.5. Confirmation was made regarding the presence of blasts on (B)(6) 2013 after reviewing the case with 2 pathology residents. Following report issued: "there are abundant blasts consistent with acute leukemia. Recommend bone marrow, flow cytometry and cytogenetic analysis. Preliminary analysis by the cell counter indicates the blasts are likely positive for myeloperoxidase, suggesting a possible aml. This is not definitive". The pt was called back for a repeat cbc with differential on (B)(6) 2013. There were no apparent abnormalities on the repeat specimen. No warning flags issued. Peripheral smear showed no blasts. The original tube had in the meantime been sent for flow cytometry. A peripheral smear was made from this latter specimen by our bone marrow unit. No blasts seen and no other evidence for leukemia. Cell surface marker analysis revealed no evidence of leukemia. So, neither the (B)(6) nor the (B)(6) primary cbc tubes had blasts on repeat analysis. An unrelated leukemic case with a very high wbc > 300,000/mm3 and abundant blasts was processed just before the above case on the same advia 2120 analyzer. There was nothing (while reviewing the slide under the scope) that would have alerted an operator to this carry-over issue. These results indicate a carryover > the 1% that siemens indicates is normal for this instrument and assay. There is concern for specimen cross contamination smear. It is likely that the contamination occurred during the device's sample aspiration.